Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the concentrator alarm is not functioning.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control switch/button was broken, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Provider states the concentrator alarm is not functioning.